Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device charged up and delivered energy to the patient automatically. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The company has not received the device for evaluation and this complaint is still under investigation.